Event description:
Same case as: 2134265-2014-04859. It was reported that the tip of the burr and a rotawire detachment occurred. The 99% stenosed, over 20 mm in length, 3.5mm to 4.0mm vessel diameter target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 2.25mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer was used to treat the target lesion. During the procedure, plain old balloon angioplasty was performed with a 1.5mm and 2.0mm unspecified balloon catheter to treat an in stent restenosis in the right coronary artery caused by a non bsc stent. However, the lesion could not be dilated. A 1.75mm rotaburr cross the lesion and intravascular ultrasound was performed. A circumferential calcification inside the stent was found. The rota 1.75mm was then changed with a rota 2.25mm. Upon ablation, picking motion was performed for 62 seconds with a rotation speed of 230.000rpm maximum. However, the rotation speed decreased by 4000rpm and noticed that the burr was detached from the shaft which was shown in the cineangiocardiogram. The physician cut off the device at the proximal drive shaft sheath and covered with a non bsc catheter as the burr was stuck and the rotawire remained inside the body. They were able to remove the drive shaft sheath without resistance but the tip of the burr was left inside the patients' body. The physician attempted to pass through an unspecified wire between the burr and the vessel wall, but failed. Thoracatomy was then performed to take out the rotawire and the tip of the burr. They were able to removed all of the detached components and found that the rotawire was kinked. The procedure was not completed due to this event. No further patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination revealed that the advancer knob was locked in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. The sheath and coil was returned separate from the catheter. The burr was detached from the coil of the catheter and was not present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2014-04859. It was reported that the tip of the burr and a rotawire detachment occurred. The 99% stenosed, over 20 mm in length, 3.5mm to 4.0mm vessel diameter target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 2.25mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer was used to treat the target lesion. During the procedure, plain old balloon angioplasty was performed with a 1.5mm and 2.0mm unspecified balloon catheter to treat an in stent restenosis in the right coronary artery caused by a non bsc stent. However, the lesion could not be dilated. A 1.75mm rotaburr cross the lesion and intravascular ultrasound was performed. A circumferential calcification inside the stent was found. The rota 1.75mm was then changed with a rota 2.25mm. Upon ablation, picking motion was performed for 62 seconds with a rotation speed of 230.000rpm maximum. However, the rotation speed decreased by 4000rpm and noticed that the burr was detached from the shaft which was shown in the cineangiocardiogram. The physician cut off the device at the proximal drive shaft sheath and covered with a non bsc catheter as the burr was stuck and the rotawire remained inside the body. They were able to remove the drive shaft sheath without resistance but the tip of the burr was left inside the patients' body. The physician attempted to pass through an unspecified wire between the burr and the vessel wall, but failed. Thoracatomy was then performed to take out the rotawire and the tip of the burr. They were able to removed all of the detached components and found that the rotawire was kinked. The procedure was not completed due to this event. No further patient complications were reported and the patients' status is good.

Event description:
Same case as: 2134265-2014-04859. It was reported that the tip of the burr and a rotawire detachment occurred. The 99% stenosed, over 20 mm in length, 3.5mm to 4.0mm vessel diameter target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 2.25mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer was used to treat the target lesion. During the procedure, plain old balloon angioplasty was performed with a 1.5mm and 2.0mm unspecified balloon catheter to treat an in stent restenosis in the right coronary artery caused by a non bsc stent. However, the lesion could not be dilated. A 1.75mm rotaburr cross the lesion and intravascular ultrasound was performed. A circumferential calcification inside the stent was found. The rota 1.75mm was then changed with a rota 2.25mm. Upon ablation, picking motion was performed for 62 seconds with a rotation speed of 230.000rpm maximum. However, the rotation speed decreased by 4000rpm and noticed that the burr was detached from the shaft which was shown in the cineangiocardiogram. The physician cut off the device at the proximal drive shaft sheath and covered with a non bsc catheter as the burr was stuck and the rotawire remained inside the body. They were able to remove the drive shaft sheath without resistance but the tip of the burr was left inside the patients' body. The physician attempted to pass through an unspecified wire between the burr and the vessel wall, but failed. Thoracotomy was then performed to take out the rotawire and the tip of the burr. They were able to removed all of the detached components and found that the rotawire was kinked. The procedure was not completed due to this event. No further patient complications were reported and the patients' status is good.